Manufacturer narrative:
Concomitant medical products: 500dm31 valve, implanted: (B)(6) 2011, 503da20 valve, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was pacing on the t wave and during an atrial arrhythmia. It was further reported that the right atrial (ra) lead exhibited undersensing, increasing thresholds and increasing impedance. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg was functioning as programmed and the right atrial (ra) lead exhibited oversensing.